Manufacturer narrative:
Follow-up #1: date of submission 22-august-2018 device evaluation: the device has been returned and evaluated by product analysis on 03-august-2018 with the following findings: investigation showed no damage to the keypad. The responsiveness of the buttons could not be assessed due to the presence of a call service alarm which prevented the investigation of the button responsiveness. The keypad was removed and no damage was found to the button contacts. There was corrosion in the battery compartment. The battery compartment was cracked alongside of the pump. The pump was leaking at the battery compartment. The pump was opened and moisture damage was found on pump circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the ok button was unresponsive after the pump had been worn in water. Moisture was reported in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.